Event description:
An end-user reported that catheter tips were cut off. Best estimate of date of event is 2009.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. No lot number was available to conduct a review of the lot history records. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, follow-up report will be filed.